Event description:
It was reported that the patient presented to the hospital with fever, chills, dizziness, and syncope. Upon admission, the patient was found to have positive blood cultures for staphylococcus aureus and was diagnosed with staph aureus sepsis/bacteremia. A gallium scan was positive in the device pocket. The infection was suspected to be procedure-related; however, it was unknown whether the infection was related to any device. The implantable cardioverter defibrillator (ICD) and the associated right atrial (ra) and right ventricular (rv) leads were subsequently explanted. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.